Manufacturer narrative:
Investigation of the guidewire revealed no notable deformation or damage, excluding only slight bend at the tip end which was thought to be the tip shaping. The nature of the reported foreign material could not be identified. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the provide information, it is inferred that the pushing force to the ivus over the guidewire was inadvertently transferred to the guidewire, resulting slight vessel perforation at the distal of the vessel. IFU describes as warning; this guide wire must be used only by a physician who is fully trained in ptca/pta treatment. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. In the "how to use" section; track the interventional device over the guide wire while preventing the guide wire from moving, and advance until the lesion is reached. Ensure that the guide wire distal tip and its location in the vessel are visible during[?]interventional device manipulations. And as one of the possible adverse event: "damage to a vessel, including possible vessel perforation".

Event description:
Reportedly, in the procedure to stenosed lesion at rca #2, subject guidewire was advanced to distal of rca, and during the advancement of ivus catheter over the guidewire a vessel perforation occurred at distal of rca. The perforation was temporal one and could be closed without any treatment. Guidewire could be removed out without difficulty and there was no notable damage or breakage with the guidewire, however reportedly unidentified material was observed on the guidewire.

Manufacturer narrative:
(B)(4)